Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2015 with the following findings: the black box shows evidence of unexplained por¿s. Battery compartment is cracked on the side near the threads and cracked below the bumper pad. Returned battery cap has stripped threads and is unable to fully attach to the pump; power on resets duplicated with returned battery cap. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no power interruptions were duplicated during this time. Returned cartridge cap also used to complete testing. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. Unrelated to the complaint, the display screen has a pinkish contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. There are stripped threads on the battery cap and in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.